Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report. The caller did not know which lot produced the leak. (B)(4).

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result the two returned unused head sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion set cannulas of the infusion device are leaking. Patient reported noticed the adhesive keeps getting wet after only around a day's use. Patient is using the insertion assist device to insert the infusion set and extended bolus for all deliveries. Customer reported noticing the infusion set cannulas were getting wet after delivering a bolus; unsure where it is leaking from. Patient reported experiencing an elevated blood glucose level; was able to correct. No blood glucose value was provided. Patient's normal blood glucose level was not provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.